Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia automated pd cycler set and a transfer set. This occurred while the patient was connecting the amia cycler set to the transfer set for peritoneal dialysis therapy. The connection issue was further described as ¿the patient line would not connect to the transfer set and would just keep twisting¿. The connection was taped to complete therapy. There was no visible damage to the amia cycler set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was further reported the transfer set was "working fine". H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak, clear passage, and clamp function testing and no issues were noted. The connection between the patient connector and in-lab female connector was performed with no issues. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.